Event description:
The device was damaged.

Manufacturer narrative:
Additional information provided: h.7 & h.9.

Manufacturer narrative:
The preventative maintenance, check-up, and repair was performed. The proximate cause for the bezel assembly replacement is the result of datum post damage; however, the exact root cause for the datum post damage was not identified. The proximate cause for the door w/keypad replacement is the result of delamination/damage/wear. The proximate cause for the membrane frame replacement is the result of discoloration/wear. The proximate cause for the female iui replacement is the result of corrosion/wear. The proximate cause for the ail sensor assembly is the result of a cracked housing/wear. The proximate cause for the rear case replacement is the result of corrosion/wear.

Event description:
The device was damaged.

Manufacturer narrative:
The reported issue that the device broke was not confirmed through the service repair process. However, the service repair process identified that the device was returned to convert to loaner. A review of the device history record was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The preventative maintenance, check-up, and repair to convert the returned pump module to loaner was performed by service. The proximate cause for the male iui replacement is the result of corrosion/wear. The proximate cause for the bezel assembly replacement is the result of datum post damage; however, the exact root cause for the datum post damage was not identified. The proximate cause for the door replacement is the result of delamination/damage/wear. The proximate cause for the membrane frame replacement is the result of discoloration/wear. The proximate cause for the female iui replacement is the result of corrosion/wear. The proximate cause for the ail sensor assembly is the result of a cracked housing/wear the proximate cause for the front case replacement is the result of corrosion/wear the proximate cause for the rear case replacement is the result of corrosion/wear. The preventative maintenance, check-up, and repair to convert the returned pump module to loaner was performed by service. The proximate cause for the male iui replacement is the result of corrosion/wear. The proximate cause for the bezel assembly replacement is the result of datum post damage; however, the exact root cause for the datum post damage was not identified. The proximate cause for the door replacement is the result of delamination/damage/wear. The proximate cause for the membrane frame replacement is the result of discoloration/wear. The proximate cause for the female iui replacement is the result of corrosion/wear. The proximate cause for the ail sensor assembly is the result of a cracked housing/wear. The proximate cause for the front case replacement is the result of corrosion/wear the proximate cause for the rear case replacement is the result of corrosion/wear. There was no reported patient injury. This device is used for therapeutic purposes.